Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a couple of weeks following a lead replacement, the patient had a deep vein thrombosis (dvt). The physician felt that the dvt was caused by the lead replacement procedure. The patient was treated with medication, and the lead remains in use. No further patient complications have been reported as a result of this event.